Manufacturer narrative:
Literature citation: daisuke togawa "complications and revision surgery of minimally invasive spinal surgery; complications and strategy of balloon kyphoplasty." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that between the periods of (B)(6) 2011 and (B)(6) 2013, post-op, a nationwide investigation of balloon ky phoplasty(bkp) adverse events was conducted and 412 facilities where bkp could be performed were selected. Responses were received from 169 facilities (40%); intra-spinal canal cement leakage was reported in 31 cases.